Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6b date explanted: not applicable as there is no indication the iol was explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported while implanting the pre-loaded diu225 model intraocular lens (iol) into the patient's operative eye, a small plastic sharp barb on each lateral edge of the cartridge was observed. Insertion of the iol went fine and the case concluded uneventfully. There was no patient issues and no medical or surgical intervention was required. Patient status post-procedure is unknown. Doctor is concerned having sharp edges that may come into contact with the capsule or catch in the edge of the incision. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 18-dec-2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the suspect handpiece was received in a baggy. Visual inspection of the suspect handpiece found the handpiece was received fully advanced, stress marks and a bulge at the cartridge tip. This is consistent with a product that was used. Insufficient ophthalmic viscosurgical device ¿ viscoelastic (ovd) residue was also observed. No issues that could contribute to the complaint issue were observed, and no further issues were identified. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.